Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A clinical outcomes specialist reported that following an intraocular lens (iol) implant procedure, the patient had difficulty driving at night due to glare & halos. The iol was exchanged in a secondary procedure following the initial procedure. There are two medical device reports associated with this event. This report is associated with the right eye. Additional information has been requested.